Event description:
The customer reported that the system would not switch on or boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power regulator board was replaced, the generator was calibrated, and the cable connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.